Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear with the device. The device has been explanted.

Manufacturer narrative:
Based on received information, a device malfunction appears likely, as indicated by in situ testing, however a device investigation to the explanted device would be necessary to determine a root cause of failure. The device has been explanted, but despite several requests the device has not been returned for investigation.

Event description:
There is no connection between amade and vorp. The patient cannot hear anything from the device.